Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a "enter sensor code" notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer self troubleshooted prior to contacting tandem technical support in order to clear the notification. Subsequently, it was reported that the customer received a "bolus cancelled" notification. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery. Customer's blood glucose level was 122 mg/dl.